Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) and height is: 5ft, 9". Patient weight not available for reporting. This report is for (5) unknown 2.4 va locking screws/unknown lot number.; device is not expected to be returned for manufacturer review/investigation. (B)(4) used. This event resulted in additional surgical intervention to remove the hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a patient underwent hardware removal a quantity of 1 (one) 2.4 mm va-lcp volar distal plate, a quantity of 1 (one) 2.7 mm cortex self tapping screws and a quantity of 5 (five) 2.4 mm va locking screws secondary to pain in wrist. Onset date of wrist pain is unknown. There was no surgical delay of further patient harm reported. The procedure was completed successfully. No additional information was available. This complaint involves 3 devices this report is 3 of 3 for (B)(4).